Manufacturer narrative:
Model number/ catalog number: sc-2316-50e, serial number: (B)(4), batch/ lot number: 7085645, model/ catalog description: infinion 16 trial lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded.

Event description:
A report was received that the patient had a fever and was experiencing weakness in the legs. It was also reported that the patient had pain at the shoulders. The physician believed that the patients symptoms were not device related. The patient underwent an early lead pull procedure and was doing well postoperatively.